Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that patient read about the trident hip recall. Patient alleges to have had a trident hip surgery five years ago. States, she is in pain and is undergoing some pain management that is helping.